Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01813, 3005168196-2019-01814, 3005168196-2019-01816.

Event description:
The patient was undergoing a coil embolization procedure in the dural arteriovenous fistula (davf) using penumbra smart coils (smart coils). During the procedure, the physician placed three smart coils and three other coils in the target vessel using a non-penumbra microcatheter; however, it was reported that the physician did experience resistance while advancing the three smart coil through the microcatheter. While attempting to advance another smart coil, the physician experienced resistance and the smart coil would not advance within its introducer sheath; therefore, it was removed. The procedure was completed using a new smart coil and another coil. There was no report of an adverse effect to the patient.